Event description:
When the device was pulled out of the sheath, the nitinol scoring element had detached from the balloon. Additional info provided by (B)(6) on (B)(6) 2012: the physician felt resistance while retracting the device from the lesion. Using a lot of force, the physician was able to remove it from the lesion but more resistance was felt when pulled through the 45 cm destination sheath. Upon retraction, it was observed that the scoring element had detached from the balloon but no pieces of the device was left behind in the pt. No rewiring of the lesion was performed by the physician.

Manufacturer narrative:
The pt info is unk. Attempts to obtain the pt info has not been successful. The angioscrupt device was discarded by the hospital, thus unable to evaluate device. The instructions for use (IFU) for the angiosculpt scoring balloon catheter lists retained device components as a possible adverse effect of the procedure.